Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving dilaudid with concentration 30 mg/ml at a dose rate of 10 mg/day via an implantable pump for non-malignant pain. It was reported that the patient¿s pump was being replaced because it had reached end of service (eos). It was clarified that the first pump opened for the implant procedure was (B)(4). When filling with medication after all the sterile water had been removed, resistance was encountered. They aspirated to remove potential air. The issue however did not resolve. They then removed all the medication that had been injected into reservoir up to that point. They re-attempted to place medication back in the pump¿s reservoir but continued to encounter resistance. The pump opened was not used / was never implanted as it was described as being possibly defective. The surgeon requested another pump be opened and implanted instead. The second pump implanted instead was (B)(4). It was indicated that there were no external factors that may have led or contributed to this issue. The patient did not experience anything related to this issue. No patient symptom was reported. The issue occurred on the back table intra-operatively. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The patient¿s medical history and weight were requested but were not available. Other medications the patient was taking at the time of the event was unable to be obtained. The pump was to be returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2018-oct-10. It was reported that the pump has n ot been returned. The pump was unable to be retrieved from explanting facility. The provided information has been confirmed with the account. There were no further complications reported/anticipated.